Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
This was reported as an adverse event (ae) for the trident x3 polyethylene study subject (B)(4). It was reported that the subject experienced an ae on (B)(6) 2008 in their non-study hip with symptoms of pain. The reported event was right hip acetabular component failure. The treatment was revision of the right (non-study) hip on (B)(6) 2009.